Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation. The event was not duplicated during testing; however, it was found to have a dried substance on the surface. There were no remedial actions taken. This device is not labeled for single-use

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the device was reportedly leaking. There was no patient involvement; no patient impact.